Manufacturer narrative:
Leads ECG--unable to acquire leads ECG, intermittent ECG, or other leads ECG issue/error. A leads ECG related issue could prevent demand mode pacing or delay therapy/treatment. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported ECG leads are not functioning. There was no report of patient involvement.